Event description:
Injection of synvisc one to treat right knee osteoarthritis caused adverse reaction of extreme pain, swelling, inflammation of this and other joints. Treatment required two visits to orthopedist for draining of fluid and cortisone injection to reduce inflammation in the knee. Frequency: once in six months; route: intra-articular. Diagnosis or reason for use: osteoarthritis.